Event description:
It was reported that high capture thresholds and impedance were observed. Fluoroscopy was inconclusive. Lead was capped.

Manufacturer narrative:
Analysis noted insulation abrasions between 11.7cm to 12.5cm and 13.8cm to 14.1cm from the connector pin, consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.